Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the main coil was bent and stretched at the primary coil section, moreover, arm coil was detached. The main coil was deformed. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2026. It was reported that the coil prematurely deployed and could not be advanced from the catheter. A 20mm x 40cm interlock .035 coil was selected for use. During the procedure, it was noted that the coil was unlocked inside the catheter, and it could not be advanced after many attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the main coil was detached, bent and stretched.